Event description:
It was reported that some difficulty was encountered when removing the trek 1.5 x 6 mm from the dispenser coil. Once it was removed, 10 cm to the tip was noted as being wavy. The device was not used in the patient. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided. The returned device analysis revealed a tear in the shaft and blood in the inflation lumen, indicating use in the patient.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty removing from the dispenser coil was not confirmed. It was reported that the device was not used in the patient; however, the device was received with a tear in the shaft and blood in the inflation lumen. The analysis of the returned device is not consistent with the reported information and no additional information in regards to the condition of the returned device was made available. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.